Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 at 7 pm with blood glucose was 479 mg/dl. The current blood glucose is 370 mg/dl. The customer treated their high blood glucose with manual injection. The customer reported that the insulin pump was under delivering insulin. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The customer reported that air bubbles of bigger sized than soda bubbles were present in tubing length and infusion set's cannula was bent. It was also reported that customer was been off the insulin pump since (B)(6) 2018. The insulin pump will not be returned for analysis.